Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the black box verified cs 078-0008 alarm (motor rewind error). Cs 078-0008 alarm was duplicated during investigation with rewind attempt. The pump cover was removed with evidence of moisture corrosion observed on the motor flex cable and the connector.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.